Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s screen fractured and became unresponsive, and the user planned to use a backup pen; the issue involved the touchscreen component and aligned with a device fracture problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews with analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with the touchscreen component consistent with a device fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.